Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, pulling the trunk cable connector j702 from the distribution node pca. The cause of the service code is the open connection on the distribution node. The root cause for the strained cable was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with the electrode belt, causing the service code 204. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belts. Device manufacture date: belt sn (B)(4): 10/30/2012, belt sn (B)(4): 04/10/2013.

Event description:
A us distributor returned electrode belts sn (B)(4) and sn (B)(4) to zoll for investigation. The distributor reported that the patient was originally using belt sn (B)(4) and was receiving service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt and two days later reported receiving service code 204 once again on replacement belt sn (B)(4).